Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: tan, b., kiang lau, c., kee kwek, e. (2015). Morphology and fixation pitfalls of a highly unstable intertrochanteric fracture variant. Journal of orthopaedic surgery, 23, 142-145. Singapore. This report is for unknown synthes proximal femoral nail antirotationa, unknown quantity, unknown lot. Other number: UDI: unknown part number, UDI is unavailable. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received: this reports is being filed after the subsequent review of the following literature article: tan, b., kiang lau, c., kee kwek, e. (2015). Morphology and fixation pitfalls of a highly unstable intertrochanteric fracture variant. Journal of orthopaedic surgery, 23, 142-145. Singapore. The authors retrospectively reviewed records of 200 patients with intertrochanteric fractures treated between april 2011 and march 2012 (mean follow up period of 6 months). Of the 200 patients, the fractures in 10 women and 2 men (aged 59 to 98, median age 80 years) were characterized by a low intertrochanteric fracture, a basicervical fracture fragment, and a thin or fractured lateral wall with greater trochanteric comminution. These 12 patients were treated with the proximal femoral nail antirotational, the proximal femur locking plate, or the reversed less invasive stabilization system for distal femur; all implants were manufactured by synthes. Of the 12 patients 1 experienced complications: 1 patient, who underwent a nailing, had a mechanical failure and had a concurrent peri-prosthetic fracture after a fall and screw cutout. This is report 4 of 4 for (B)(4). This report is for an unknown synthes proximal femoral nail antirotational and refers to 1 patient, who underwent a nailing, had a mechanical failure and had a concurrent peri-prosthetic fracture after a fall and screw cutout.